Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received.

Event description:
It was reported that the patient is deceased and died on post-operative day one following the implant of an implantable cardioverter defibrillator . No further information was provided.